Manufacturer narrative:
(B)(4). B5: describe event or problem - correction/additional information. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H2: type of follow up - correction/additional information. H6 codes: medical device problem code - correction. H6 codes: type of investigation - additional information. H6 codes: investigation findings - additional information. H6 codes: investigation conclusion - additional information. H10: corrected data.

Event description:
Subsequent to the initial MDR, additional information was received on 08/13/2025. Data was further reviewed. It was reported that on (B)(6) 2025, the quiet mode - silence all was enabled from 07:13 am to 01:13 pm. At 08:36 pm, the 2-hour sensor expiration alert was acknowledged. At 09:43 pm, the patient's estimated glucose value (102 mg/dl) dropped below the low alert threshold (110 mg/dl), and the app delivered a low alert at 80 percent volume. At 09:49 pm, the app began experiencing signal loss but continued delivering the low alert at 80 percent volume until 09:53 pm. At 10:03 pm, the app delivered a signal loss alert at 80 percent volume. At 10:08 pm, the signal loss alert was acknowledged. At 10:09 pm, the egv was 102 mg/dl, and the app delivered a low alert at 80 percent volume. The low alert was acknowledged immediately. At 10:13 pm, the session's last egv was 108 mg/dl. At 10:16 pm, a new session was started. After warmup at 10:41 pm, the first egv (57 mg/dl) was below the low alert threshold (110 mg/dl), and the app delivered the low alert at 40 percent volume through a bluetooth audio output device. The low alert was acknowledged immediately. At 10:51 pm, the egv 54 mg/dl) dropped below the urgent low alert threshold (55 mg/dl), and the app delivered the urgent low alert at 40 percent volume through a bluetooth audio output device. The urgent low alert was acknowledged immediately. At 10:56 pm, the egvs dropped to low (below 40 mg/dl) and remained below the urgent low alert threshold. At 11:22 pm, after the fixed snooze/repeat duration of 30 minutes, the app delivered the urgent low alert at 80 percent volume with an egv of low (less than 40 mg/dl). At 11:27 pm, the app delivered the urgent low alert at 50 percent volume with an egv of low (less than 40 mg/dl). The urgent low alert was acknowledged immediately. At 11:39 pm, the patient opened the app alert settings and enabled the quiet mode - silence all for 6 hours, until 05:39 am the next day, (B)(6) 2025. At 11:57 pm, after the fixed snooze/repeat duration of 30 minutes, the app delivered the urgent low alert at 0 percent volume with an egv of low (less than 40 mg/dl). The app continued to deliver urgent low alerts at 0 percent volume until 01:01 am when the urgent low alert was acknowledged. The app did not deliver audio as the quiet mode - silence all was enabled. The patient's egvs remained below the urgent low alert threshold and experienced temporary sensor error under an hour. The app continued to deliver urgent low alerts at 0 percent volume as the quiet mode - silence all was enabled. At 03:36 am, the app began experiencing temporary sensor error. After the 20-minutes threshold, the app delivered the brief sensor issue alert at 0 percent volume from 03:56 pm to 05:21 am. At 05:26 am, the sensor failed, and the app delivered the sensor failed alert at 0 percent volume until 05:37 am. At 05:42am and 05:46 am, after the quiet mode - silence all was suspended, the app delivered a sensor failed alert at 100 percent volume. At 05:48 am, the sensor failed alert was acknowledged. On (B)(6) 2025 at 05:51 am, a new session was started. The allegation was confirmed due to the finding of no alert/notification. The probable cause was that the alert was disabled. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and seizure.

Event description:
It was reported that an alert/notification settings issue occurred. Date of event is an approximation. On (B)(6) 2025, the pediatric patient experienced hypoglycemic shock following multiple sensor issues with their wearable glucose monitoring device. At the time of the initial report, only the seizure was mentioned, and the parents were unable to describe the event in detail. Upon follow-up with the parent by the clinical team (nurse practitioner) on (B)(6) 2025, it was clarified that on the day the wearable was inserted, the estimated glucose value (egv) was recorded as low, while the blood glucose (bg) level was 165 mg/dl. It was noted that the devices, including the receiver and the g7 app on the parent's cell phone, were not calibrated. The child went to bed, and at approximately 4 am, the devices began alarming, indicating a failure of the wearable. Upon checking, the parents found the child seizing with a bg level of 38 mg/dl. Intranasal glucagon was administered, and the child recovered after treatment. The parents reported that they did not receive any alert for hypoglycemia prior to the failure alert. At the time of this report, the patient is in stable condition and feels fine. Data has been received but is pending evaluation. A follow-up report will be submitted upon completion. No additional patient or event information is available.